Manufacturer narrative:
The field service engineer (fse) observed the leaks on both trays caused by cut tubing at (pinch valve) vl20 of the dispense module and leaky (quick disconnect) qd2 to main fluidic module, which may contain blood and diluent. He replaced the tubing and large qd2 connector, cleaned up leaks and verified repair. Root cause for the leak was attributed to the cut tubing through vl20 and leaky qd2. (B)(4).

Event description:
A customer reported that a brownish waste-like liquid was leaking into catch trays inside the coulter lh 750 slidemaker and overflowed onto the table. The user was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. There was no report of exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is a risk management/exposure control plan in place. There was no death, injury or change to patient treatment attributed or connected to this complaint.